Manufacturer narrative:
H6: added type of investigation codes b11 and b13 h11: added the results of the investigation. Investigation summary the device was returned for evaluation. Data was not returned for review. Pump was returned for analysis. Visual inspection found no issues on the pump. The failure mode could not be reproduced as pump ran without issue during bench test. Pump suction: the cause of suction issue was unable to be determined as limited clinical details were provided and no problem was found on the pump. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no problem was found on the pump. Mechanical interaction with blood: the cause of mechanical interaction with blood was most likely patient condition related since there was no change on urine color & the clinical team confirmed ldh increasing was due to volume overloaded and liver congestion. Major bleed: the cause of major bleed was unable to be determined as limited clinical details were provided and no problem was found on the pump. Paroxysmal atrial fibrillation: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review ==> pump sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that the patient coronary artery bypass graft and then impella 5.5 was placed via direct aorta. In intensive care unit, there was bleeding from the mediastinal chest tube, 400ml out in first 40 minutes. Blood products were required, and heparin was held. Additionally, the impella had suction and albumin was given. On day three of 5.5 support transthoracic echocardiography showed impella close to septum. The physician attempted to reposition the impella but was unsuccessful. The patient also experienced atrial fibrillation with rapid ventricular response and amio was given. It was further reported that the patient ldh was elevated to 1438. The physician elected to take patient for explant in setting of likely hemolysis and heart recovery. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.